Manufacturer narrative:
Section a4: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the device is not implantable. Section d6b: if explanted, give date: not applicable, as the device is not implantable. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that doctor noticed a small hole in the posterior capsule that was approximately 1mm in size of patient's left eye. Doctor also reported that there was no vitreous in the anterior chamber and the patient would be fine. No additional surgical interventions were necessary. Through follow up it was learned that patient is doing well. Post-op healing well with no complications. Due to the posterior capsule opening, doctor had to leave behind cortex which is still obscuring patient's vision but it will likely continue to melt away with steroids, and if not, another procedure will be performed once the inflammation resolves. Doctor believes patient will have a great outcome. No additional information was provided.